Event description:
Customer reported high bgs (500 mg/dl) after administering a bolus post meal. Customer reported that the cannula was not kinked and did not have blood present when pod was removed and replaced. Pod will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.